Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. On (B)(6) 2016 it was reported that the system was not working anymore. The patient wanted to turn it off and inquired how to do so. On (B)(6) 2016 it was reported that ever since the patient had received the last implant they had not received symptom control. It was reported that the patient felt stimulation. It was reported that the patient had a fall last year and fell once before they received any of their implants; however, the patient had not received symptom control prior to the fall. The patient reported that they thought that they had turned stimulation off on (B)(6) 2016, but they felt stimulation in their foot. The patient checked and stimulation was on. This was a sudden change in therapy. This was unable to be re-created during the call. It was reviewed how to turn on/off and then check if stimulation was on/off. It was reported that the reason why the stimulation was being turned off was due to the patient was receiving a heart monitor on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.